Event description:
Information was received indicating that a smiths medical cadd solis vip pump's cassette sensor erratically malfunctions during bench test. There was no patient involvement.

Manufacturer narrative:
H2: additional information: additional information was received indicating that the issue occurred around (B)(6) 2020. H3: one cadd solis vip pump was received with some traces of contamination/ fluid ingression on the downstream occlusion sensor (dso) seal edges. The event history log (ehl) was reviewed and there was a cassette not attached properly alarm. The power up/self-test was conducted and a disposable cassette was also attached. The reported issue was unable to be duplicated. The dso was replaced as a preventative measure.